Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis. The patient underwent surgery to remove the device and an infection was found. There were no further patient complications.